Event description:
Customer reported getting split image on monitor. One of the pins in the lemo connector is pushed in. No pt injury was reported.

Manufacturer narrative:
One of the pins in the lemo connector was pushed in. Reseated pin in lemo connector and checked unit. System is working as intended.